Event description:
It was reported that during the ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited over-pacing due to electromagnetic interference (emi). Technical services were consulted and determined that the behavior was expected. No changes were recommended. At this time, this device remains in service and no additional adverse patient effects were reported.